Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraines"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, allergy to metals, fatigue, alopecia and migraine had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain , menorrhagia (heavy menstrual bleeding , nickel allergy, fatigue, hair loss, migraines. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: pfs received. Reporter information was added. Case becomes incident. The event injury nos replaced with new event added dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, nickel allergy, fatigue, hair loss, migraines and all event outcome added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.